Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the visual inspection, the insulation was found abraded in several regions. Particularly in the distal region, near the shock coil, the insulation was rubbed through, most likely resulting in the reported oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue during the implantation time of approx. 8 years should be taken into account. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to inappropriate shock. Should additional information be received this file will be updated.